Manufacturer narrative:
The insulin pump had a blank display due to corrosion on the electronics. Unable to verify the off no power alarm or button anomaly due to the blank display.

Event description:
The customer stated that the buttons were not responding and the insulin pump alarmed off no power several times. The customer also stated that the screen was displaying lines going through the words and numbers. Troubleshooting was performed, but the issues continued. The reported blood glucose reading was 251 mg/dl. Nothing further was reported.